Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed the latitude data and stated that the pacing impedance had shown jumpy measurements since november 2025. X-ray imaging was performed and there were they did not show any macroscopic damage to the lead. The lates in-clinic measurement showed a good pacing threshold and the device had not recorded any episodes indicating noise on rv channel. The shock impedance also showed stable measurements up to 92 ohms. Ts recommended to consider rv lead replacement. This rv lead remains in service. No adverse patient effects were reported. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated.